Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, completed reset with guidance, did not experience cgm error again, and successfully started new sensor session.